Event description:
Dist received info that this pt with two leads had received inappropriate therapy - rr intervals are very sporadic. An x-ray of the chest and abdomen revealed nothing abnormal. Possible oversensing issue. At this point they will monitor the pt.